Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: occlusion and myocardial infarction. Device issue: no device malfunction has been reported. It was reported via a trial that the pt had four xience v stents implanted in 2008. A 3.0 x 15 mm xience v was implanted in the mid rca, a 3.0 x 28 mm xience v in the proximal lad, and both a 2.75 x 18 mm and 2.75 x 08 mm xience v in the mid lad. Reportedly, the pt experienced a myocardial infarction during the procedure due to an occlusion of the rv branch which was treated with medical therapy. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Myocardial infarction and occlusion, as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality issue. As there was no reported device malfunction during the time of the stent implant, there does not appear to be any indications of a product quality problem. In this case, it is possible that the myocardial infarction is a secondary effect of the occlusion which required medication. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.